Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 484 mg/dl. The customer stated that they gave correction for the blood glucose. The customer also reported that they were having inaccurate readings with the sensor. The customer's blood glucose was 321 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.